Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history lot 11-sep-2020. A DHR review could not be performed for this pi. This is the sterile lot number. Device history batch null. Device history review 11-sep-2020 a DHR review could not be performed for this pi. This is the sterile lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 212.206, lot 2l00851: manufacturing site: mezzovico. Release to warehouse date: october 22, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. Additional procode: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent re-operation (removal of osteosynthesis material and hip osteosynthesis) due to a screws fracture. It was noted that hip osteotomy did not join with proximal screw fracture and there were no signs of infection. During the surgery when the nonunion area was exposed, metallosis and instability were found. The plate was removed, the front screw was whole but with a wiper effect and the rear screw was split at its base. The entire material was removed. The patient was revised with osteosynthes materials; one plate and six screws. There was patient consequence. This report is for one (1) 5.0mm locking screw slf-tpng with t25 stardrive recess 24mm. This is report 2 of 6 for (B)(4).